Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to reposition the electrode guide and reconstruct the posterior wall.

Event description:
Per the clinic, the patient experienced episodes of otitis externa. In (B)(6) 2024, the patient reported discomfort in the ear. Upon examination, scabs and fibrinous base were observed at the upper wall of auditory canal. It was reported that the patient experienced bacterial infection and extrusion of the electrode lead into the external auditory canal (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.